Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 355 mg/dl while wearing the pod between 5 and 24 hours. The patient felt pain during insulin delivery. When removed from the infusion site, the pod's cannula was found bent and insulin appeared to be leaking. As treatment, a new pod was placed. (B)(6) 2023 08:30 121 mg/dl; (B)(6) 2023 09:30 320 mg/dl; (B)(6) 2023 10:00 345 mg/dl; he gave himself a correction bolus of 6 units. (B)(6) 2023 11:20 348 mg/dl; he gave himself a correction bolus of 1.5 units. (B)(6) 2023 11:30 355 mg/dl